Manufacturer narrative:
One (1) used sample list sc121 was returned for evaluation. As received, a dry infusate solution and wetted out condition on the inlet filter 0.2 micron was observed. No additional damage or anomalies were observed. The set was primed as per procedure and a leaks coming the inlet filter vents was confirmed. No additional leaks, along the device were observed. Complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a 60" smallbore trifuse ext set w/4-way clave® stopcock, 2 microclave®, 0.2 micron filter, rotating luer where it was reported that filter was defected on total parenteral nutrition line, there are two small circles on filter and one of the circles was found to be leaking. There was no report of patient harm.